Event description:
Reporter indicated a vns patient's generator and lead were explanted due to infection and wound dehiscence at the generator site. The infection was due to the patient manipulation and possible body positioning; the patient sits with her head tilted forward and to the left. Rare diptheroids were noted in the wound culture results. The patient is recovering from the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.